Manufacturer narrative:
Philips service rebooted and reloaded the software, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the live reference manager failed to boot, resulting in no live/reference image on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.